Event description:
(B)(4) study. Same case as: 2134265-2011-03126. It was reported that during a coronary stenting treatment procedure, the patient experienced no flow and a myocardial infarction one day post. Lesion 1 was a saphenous vein graft (svg) located in the 1st obtuse marginal branch. The lesion was 90% stenosed, 4mm in diameter and 30mm long. The lesion was treated with direct stent placement to the proximal segment of the lesion with a 3.5x38mm taxus liberte stent. Post stent placement, no-reflow was present. The patient was treated with medication which improved flow. Post dilation was performed. Residual stenosis was 5%. Timi flow was 3 pre and post procedure. Lesion 2 was a svg located in the 1st om branch. The lesion was 80% stenosed, 4mm in diameter and 10mm long. The lesion was treated with direct stent placement to the distal segment of the lesion using 3.5x16mm taxus liberte stent. Post dilation was performed. Residual stenosis was 5%. One day later, cardiac enzyme elevation was consistent with myocardial infarction. No action was taken and the event was resolved without residual effects. The patient was discharged on aspirin and prasugrel. In (B)(6) 2011, the patient presented with recurrent implantable cardioverter-defibrillator (ICD) shocks and wide, complex tachycardia and detectable cardiac markers. One day later, the patient was treated with medication and discharged on aspirin and prasugrel. Per the investigator the myocardial infarctions are not related to the stents.

Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by manufacturer - the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).